Event description:
Patient reported missing segments on their meter display. They did not experience any symptoms nor seek medical attention. The patient reported using another device for comparison testing yet the type of meter nor the results were reported. There is no evidence of an adverse event.